Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 98% stenosed, 22x3.0mm target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. When the balloon catheter was advanced, it was noted that the shaft was fractured outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received in two sections as a result of a break in the hypotube. The break was located at 21.5cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. There no issues noted with the profile of the hypotube that may have caused the break. No issues were noted with the balloon, blades and tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The (B)(4) stenosed, 22 x 3.0mm target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 10/3.00 flextome(tm) cutting balloon(tm) was selected for use. When the balloon catheter was advanced, it was noted that the shaft was fractured outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.